Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). The explanted portion of the lead is in the possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited undersensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Loc and high out of range pacing impedance measurements were also observed when the lead was connected to a pacing system analyzer (psa). The lead was explanted, however, the tip of the lead became stuck in the subclavian vein and was abandoned surgically. Another rv lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.